Manufacturer narrative:
If additional information is received a supplemental report will be submitted.

Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker underwent a medical procedure. During the post procedure check there was noise, oversensing and pacing inhibition of three seconds observed. Technical services noted it was consistent with the medical procedure, indicating possible electromagnetic interference. The device remains in service. No adverse patient effects were reported.